Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device was not flowing solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure, and functional testing were performed and passed successfully with no issues relating to the report condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.